Manufacturer narrative:
Patient ethnicity is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail advance (tfna) hip surgery on (B)(6) 2018, a cannulated stepped drill bit broke. The surgeon had originally wanted to implant a tfna lag screw, however, no other drill bits were available. The surgeon decided to instead implant a tfna helical blade. Broken pieces of the drill bit were not retrieved as they were inside the femoral neck. Surgery was successful with a surgical delay of at least 3 to 5 minutes. Patient outcome was stable. This report is for a 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: part 03.037.022, lot f-18872: manufacturing site: selzach. Supplier: sphinx ag. Release to warehouse date: november 26, 2015. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Material and hardness documented in certificate of compliance from supplier and confirmed to be within specification. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.